Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Left atrial pressure during the procedure was 13 mmhg and the patient was in normal sinus rhythm throughout the procedure. The laa was windsock in shape. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) was advanced. The device was deployed and partially recaptured once. The device was deployed again and met all release criteria; device compression was (B)(4) . The device was released and immediately after release, the device shifted and then embolized out of the laa to the aorta. The device was removed percutaneously. There were no further complications. The patient was in good condition has been discharged. It was further reported that the patient had a previous bypass operation.

Manufacturer narrative:
Additional information added to b5 & b7.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Left atrial pressure during the procedure was 13 mmhg and the patient was in normal sinus rhythm throughout the procedure. The laa was windsock in shape. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) was advanced. The device was deployed and partially recaptured once. The device was deployed again and met all release criteria; device compression was 18%. The device was released and immediately after release, the device shifted and then embolized out of the laa to the aorta. The device was removed percutaneously. There were no further complications. The patient was in good condition has been discharged.